Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later confirmed with the patient's following physician that the shock was inappropriate. The patient, who was non-compliant with their medication, later received an atrioventricular node ablation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have been inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation (af) with rapid ventricular response that was detected as ventricular tachycardia (vt)/ventricular fibrillation (vf). The device remains in use. No further patient complications have been reported as a result of this event.